Event description:
It was reported by the customer that there was no growth on the plate of bd product, bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿). There were three occurrences and no patient impact reported. No false results were reported to healthcare practitioners. The following information was provided by the initial reporter: "customer is reporting that catalog# 221780 lot# 2125179 is not growing streptococcus pneumoniae on the plate.".

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there was no growth on the plate of bd product, bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿). There were three occurrences and no patient impact reported. No false results were reported to healthcare practitioners. The following information was provided by the initial reporter: "customer is reporting that catalog# 221780 lot# 2125179 is not growing streptococcus pneumoniae on the plate."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that this complaint is not reportable. This supplemental report has been submitted for the purpose of cancelling MDR 1119779-2022-00928.